Event description:
Patient reported receiving an e8 (power interrupt) error message from the infusion device. Patient stated he tried to follow the instructions on the manual but the infusion device does not work. Patient reported all of the buttons on the device do not respond to commands so he cannot solve the issue. Patient stated he tried with new batteries but nothing has changed. Patient reported the infusion device has not been subjected to impact. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e8 were found in the history. The up/down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up/down button and unclear able e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.